Event description:
On (B)(6) 2014 the patient contacted animas for an unrelated issue and mentioned that on an unknown date in the past she experienced ¿severe¿ low blood glucose (bg). The patient stated that she could not recall bg values or any signs or symptoms but she stated it was a severe incident due to having gastroparesis. The patient stated that the low bg was due to changing the battery and not re-programming the combo bolus duration after the battery change. There was no indication or allegation of a pump malfunction. No additional information could be provided, as the incident happened in the past. This complaint is being reported based on the allegation that the patient experienced sever hypoglycemia while using insulin pump therapy with use error as a cause or contributor.

Manufacturer narrative:
The pump is no longer available, as the incident happened in the past and the patient is now on a different pump. No conclusions can be made at this time.